Event description:
Patient reported experiencing inaccurate erratic results with a surestep meter. The patient's blood glucose results were 115 and 198 mg/dl. Tests were done about 20 minutes apart with a difference of 47%. Patient did not experience any adverse events. Customer stated they visited their physician a month ago as a regular follow up visit. This was not due to any particular symptoms or meter readings. Patient regularly calls physician if patient sees higher readings to adjust their insulin dose. Asked customer to read the 10 results in the meter memory. They all had mg/dl unit of measure. Patient used to clean meter with control solution. Went over proper cleaning.